Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00169 addresses the other device. It was reported to boston scientific corporation that a captivator micro-hex snare and an active cord were used during a mucosectomy procedure on (B)(6) 2009 (patient reported to be under 18 years of age). According to the complainant, the mucosa bled while the physician cut the tissue; the physician suspected that the snare ineffectively cauterized the tissue. Although, it is unknown what power setting was used, the physician reported that both the generator and snare were used in their "usual nature". The physician was able to complete the procedure using these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the patient (specifically, about the reported bleed and any interoperative treatment) and devices have been unsuccessful.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00169 addresses the other device. It was reported to boston scientific corporation that a captivator micro-hex snare and an active cord were used during a mucosectomy procedure on (B)(6), 2009 (patient reported to be (B)(6); gender and weight unknown). According to the complainant, the mucosa bled while the physician cut the tissue; the physician suspected that the snare ineffectively cauterized the tissue. Although it is unknown what power setting was used, the physician reported that both the generator and snare were used in their "usual nature." The physician was able to complete the procedure using these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the patient (specifically, about the reported bleed and any interoperative treatment) and devices have been unsuccessful. Note: this report is a supplement to manufacturer report # 3005099803-2010-00168. Since the initial medwatch report was filed, the device has been returned and evaluated. Furthermore, the lot number of the device has been identified.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Additional information received: (device lot # and expiration date) and (device manufacture date) the returned device extended and contracted without issue. A resistance test was performed, and the snare was within specification, measuring at 10.5 ohms. The condition of the returned device was not consistent with the complaint that the snare could not cauterize the tissue; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.